Event description:
It was reported that during a stenting treatment procedure, a dissection occurred. The 90% stenosed, 15mm target lesion was located in the moderately tortuous and severely calcified right external iliac artery (eia). Vascular access was obtained via the right femoral artery and a 30cm 6fr non bsc introducer sheath was inserted. A 5mm non bsc balloon catheter was advanced over a .035" non bsc guide wire for pre-dilatation. The 7.0x30x75cm express vascular ld stent system was then advanced and the balloon was inflated to 8 atms. Angiography revealed the stent was deployed properly; however, five minutes later, a dissection was confirmed in the proximal portion of the lesion. In an unsuccessful treatment attempt, the balloon of the delivery system was inflated to 4 atms for 5 minutes. An 8x8 non bsc stent was then deployed overlapping the express stent for repair of the dissection. The non bsc stent was post-dilated with an 8mm balloon. Another express ld was then implanted in the left external iliac artery (eia) without issue and the procedure was completed. The physician had noted that when angiography was performed, the diameter of the blood vessel seemed approximately 7-8mm; however, it was later confirmed with CT that the actual diameter could have been 3-4mm, possibly resulting in the dissection. There were no additional patient complications reported and the patient's condition was reported as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).